Event description:
It was reported that during use of a ts105f5 it was unable to achieve a stable temp. The device was being used during a cardiac cath. The case was completed with a new catheter. There was no patient injury. Device is available for return. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one model ts105f5 swan-ganz catheter. The customer report of inaccurate temperature was unable to be confirmed. No visible damage was observed from thermistor connector, catheter body, balloon. No error message was observed on hemosphere monitor. The thermistor was submerged in a 37.0 c water bath and read 37.1 c on hemosphere monitor. Thermistor temperature reading accuracy is +/- .3c per hemosphere manual. Thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the investigation, the complaint for inaccurate values was unable to be confirmed through product evaluation since the affected unit was returned for evaluation and no defect was found; therefore a product non-conformance or device failure could not be confirmed. As part of the catheter manufacturing process 100% of the units go through an electrical inspection. The complaint does not meet pra escalation triggers and a corrective action is not required at this time.